Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing pain at their ipg site. The patient was prescribed lidoderm cream but it wasn't beneficial. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's scs system was explanted.

Event description:
Follow-up revealed the patient has decided not to undergo surgical intervention at this time. Instead, the doctor performed an injection at the patient's ipg site and prescribed a more potent topical ointment for the patient to use.

Event description:
Follow-up revealed the patient plans to undergo surgical intervention.